Event description:
It was reported that three mos post op on a gastric band, the pt could not consistently tolerate solid foods. An endoscopy was performed and no erosions were found. The pt requested the band be explanted. The pt will not receive another band. Please note that upon explanting the band, the surgeon identified two holes in the balloon near the buckle, but they believe this occurred during explanting the band. When explanting the port there was a port side infection, which leaves the surgeon to believe that there was possible gastric trauma during initial insertion of the band and/or possible erosion. The pt is fine.

Manufacturer narrative:
D4;h4, 6: info anticipated, but unavailable at this time.